Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for bacterial peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin (intraperitoneally/IV, daily, dose not reported) and gentamycin (IV, daily, dose not reported). While in the hospital the patient also experienced a staph infection. Treatment for the infection was unknown. At the time of this report, the patient remained hospitalized but was recovering from the peritonitis. The patient had not yet recovered from the staph infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13j25085 and h13i27058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.